Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not appear to deliver insulin to the body and has experienced high blood glucose because of this. Customer does not recall any significant events leading to the error, except that pump was in pants pocket. Customer's blood glucose was 300 mg/dl at the time of incident and was 416 mg/dl at the time of the phone call. Troubleshooting was done for high blood glucose and found that pump appeared to be operating as designed. Customer wanted to perform a high pressure test but did not have a clamp and was informed that one would be provided to her. Customer indicated that she would call back when clamp received to do further troubleshooting. Customer was advised to discontinue use of the device, change infusion sets and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.